Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the needle broke off in the skin while using the bd ultra fine¿ short pen needle. The following information was provided by the initial reporter: stated, when taking injection, patient end broke off in skin. 1 pen needle affected. Stated, does not re-use and rotates injection sites. Stated, went to emergency room by ambulance. Stated, xray and ultrasound was performed and no needle was located. Stated, she has no out of pocket expenses. Stated, discarded hub of pen needle affected.

Event description:
It was reported that the needle broke off in the skin while using the bd ultra fine¿ short pen needle. The following information was provided by the initial reporter: stated, when taking injection, patient end broke off in skin. 1 pen needle affected. Stated, does not re-use and rotates injection sites. Stated, went to emergency room by ambulance. Stated, xray and ultrasound was performed and no needle was located. Stated, she has no out of pocket expenses. Stated, discarded hub of pen needle affected.

Manufacturer narrative:
Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications.

Event description:
It was reported that the needle broke off in the skin while using the bd ultra fine¿ short pen needle. The following information was provided by the initial reporter: stated, when taking injection, patient end broke off in skin. 1 pen needle affected. Stated, does not re-use and rotates injection sites. Stated, went to emergency room by ambulance. Stated, xray and ultrasound was performed and no needle was located. Stated, she has no out of pocket expenses. Stated, discarded hub of pen needle affected.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2022-02-07. H6: investigation summary customer returned (1) unopened 31gx8mm bd pen needle from lot 9288255. The customer reported that the patient end broke off in skin. The returned pen needle was examined, then tested for visual inspection of point geometry, outer diameter (od) and lube coverage (specs: outer diameter for 31g: 0.0100¿- 0.0105¿). The sample fell within od specification at 0.0103¿, exhibited good patient end point geometry, and sufficient lube coverage. No defects were observed on the returned pen needle, therefore, the alleged issue could not be confirmed. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Bd was not able to duplicate or confirm the customer¿s indicated failure. Root cause cannot be determined at this time as the issue is unconfirmed.